Event description:
A cardiac perforation, leading to a pericardial effusion (pe) occurred and the procedure was cancelled. It has been reported that a versacross connect laac access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. During the procedure, the physicians were attempting to obtain adequate position on the atrial septum to prepare for transseptal puncture. Versacross transseptal system was positioned and tenting in the middle position on the short axis/aortic, but there was not consistent and definite tenting in the long axis/bicaval view. Physician was then recommended to modify positioning to assure optimal positioning before crossing the septum by the imaging physician and watchman clinical rep. The physician however, still directed staff to apply radio frequency. The versacross rf wire was visualized through the septum on the left side of the body, no bubbles were noted on echo, but the wire was not visualized on transesophageal echocardiography (tee). At this point, a -50 point drop in systolic blood pressure (170s-90s augmented to 120s/50s) by non-invasive blood pressure reading was noted. The imaging physician then noted a slowly accumulating pericardial effusion (posterior) and the patient developed a new rapid atrial flutter in the 160s. A cardioversion was then performed, resulting in sinus bradycardia and persistent hypotension, inotropes immediately initiated. The physician wanted to proceed with the watchman implant once the patient was hemodynamically stable and asked the staff to prepare the device. As the device was moving through sheath, tachycardia and hypotension returned (presumably to medications metabolizing out). The physician decided to stop procedure monitor patient. The patient eventually stabilized, and effusion remained stable. Procedure aborted. The patient was expected to full recover and was later discharged. Product is not expected to return for analysis (disposed). The pe had occurred after transseptal puncture was attempted. Very trace pericardial effusion was noted at baseline, accumulation of effusion presumably due to attempted transseptal puncture location and likely sticking superior and crossing through atrial roof. In order to manage the pe, heparin was reversed, and devices were removed. In the physician's opinion, the device may have contributed to the complication. While attempting to obtain transseptal access, cardiac perforation occurred causing pericardial effusion and transient hemodynamic instability. No other issues were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross rf wire. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available.